Manufacturer narrative:
A ge rep evaluated the system and replaced the image processing computer. No pt injury was reported.

Event description:
The customer reported the system intermittently will not fluoro. No pt injury was reported.